Event description:
Procedure: kidney donor. According to the reporter: the device did not staple but shredded the vessel. The surgeon converted to an open procedure and used suture to finish the case.